Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused lung degradation. The details of the patient's required medical intervention are unknown. The patient refused to provide details on the serial number of the device or contact information. The manufacturer is unable to arrange for the return of the device for evaluation due to a lack of information provided by the patient. If further information regarding the device become available, it will be submitted in the follow-up report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.